Event description:
A medtronic representative reported that the stealthstation s7 system camera went black during a case. The surgeon continued the surgery with the use of the stealthstation. There was no harm to the pt.

Manufacturer narrative:
The site declined to report all of the pt information. Several components of the system were returned for evaluation. An electrical malfunction of the camera was confirmed and directly related to the reported event. There was an intermittent issue on the main board of the camera which required replacement. The components were replaced and there were no further issues. The system was tested at the site with pegboard and passed all accuracy tests. The issue was resolved.